Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of 500 mg/dl. The customer was treated with intravenous insulin and fluids. After 12 hours, the customer left the ER and was "fine". However, the bg dropped to 42 mg/dl due to the insulin that the ER was administered. Food was consumed to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.